Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, right ventricular (rv) lead access was difficult due to strictures and the lead may have become fractured. The lead had blood infiltration and no parameters were able to be measured. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.